Event description:
On 4/19/2024, a sales representative via (B)(4).reported that an ar-9215-1-03 quick connect handle tip broke off during use inside the patient, with all fragments retrieved from the patient. There was a 2-minute case delay with no extra anesthesia administered. There were no adverse effects on the patient. This was discovered during an augmented vault lock eclipse tsa procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9215-1-03 universal quick connect handle serial/batch number 04512113 was received for investigation. Functional testing was not performed due to the device's broken tip. Visual evaluation found that the handled body tip was broken off. Many discoloration spots and marks were observed along the shaft and the knurled handle. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.